Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Noise was noted on the patient's right ventricular lead. The patient did not receive inappropriate high-voltage therapy. X-ray, fluoroscopy, camera photo, and phone video showed externalized conductors. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.